Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Scratched chin - skin [scratch]. Heads fall off the toothbrush - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads fell off of the oral-b toothbrush. No injury was reported. 20-aug-2024 follow up via email: the consumer reported that the oral-b toothbrush head fell off of the oral-b toothbrush while he was brushing his teeth and he scratched his chin with the metal. No serious injury was reported. 22-aug-2024 follow up via pictures: the suspect product lot was 4704132-00. No serious injury was reported.